Event description:
It was reported through a journal article that 8 patients experienced postoperative dislocations on unknown dates. Six patients required revision. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01661. G2: wier j, liu kc, piple as, christ ab, longjohn db, oakes da, heckmann nd. Factors associated with failure following proximal femoral replacement for salvage hip surgery for nononcologic indications. J arthroplasty. 2023 may 19:s0883-5403(23)00545-4. Doi: 10.1016/j.arth.2023.05.021. Epub ahead of print. Pmid: 37209911. Component code: mechanical (g04) / head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.